Event description:
It was reported that catheter detachment occurred. The target lesion was located in the left main trunk - left anterior descending artery. An opticross hd imaging catheter was advanced for use. After stent replacement, rewiring was performed in the left circumflex coronary artery and kbt was performed. Final ivus observation was performed in the left anterior descending artery and left circumflex coronary artery. Eventually, when they tried to remove the imaging catheter after checking lcx, resistance was felt inside the stent, and it was unable to be removed. After returning to the distal direction once, guiding catheter was engaged deeply, and when they tried to remove the device again, it was able to pull into the guiding catheter successfully. After that, when removal was performed, severe resistance was felt again inside the guiding catheter. But since it was inside the guiding catheter, it was considered to be safe. But when it was pulled, the catheter was found to be separated, so it was removed together with the system. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic inspection revealed that the device returned with an inserter and a guidewire. The imaging window was detached in the distal section. No other damages were encountered upon visual inspection. The guidewire exit port was observed deformed.

Event description:
It was reported that catheter detachment occurred. The 75% stenosed,18mm x 3.5mm target lesion was located in the severly tortuous left main trunk - left anterior descending artery. An opticross hd imaging catheter was advanced for use. After stent replacement, rewiring was performed in the left circumflex coronary artery and kbt was performed. Final ivus observation was performed in the left anterior descending artery and left circumflex coronary artery. Eventually, when they tried to remove the imaging catheter after checking lcx, resistance was felt inside the stent, and it was unable to be removed. After returning to the distal direction once, guiding catheter was engaged deeply, and when they tried to remove the device again, it was able to pull into the guiding catheter successfully. After that, when removal was performed, severe resistance was felt again inside the guiding catheter. The guidewire exit port of this device got caught in the strut at that time. But since it was inside the guiding catheter, it was considered to be safe. But when it was pulled, the catheter was found to be separated, so it was removed together with the system. No patient complications were reported. Patient is good post procedure.